Event description:
The reporter initially indicated that the bolus button had been unresponsive for approximately 1 year; however, pump use was continued and the reporter indicated that bolus deliveries were able to be completed appropriately. The pump was returned for investigation, and investigation confirmed that the audio bolus button was unresponsive. This report is being made based on the confirmed audio bolus button failure.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: the audio bolus button cover was intact, but investigation revealed that the button was unresponsive. Contamination was found under the bolus button contact when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.